Event description:
It was reported that pump experienced non-resettable malfunction alarm malf 03 with fault ID 3-0x2076, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, instructed customer to place affected pump into storage mode and return it using prepaid label within 10 days, and customer acknowledged all instructions.